Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality control (qc) and calibration on the original instrument (s/n: (B)(4)) and the alternate instrument (s/n: (B)(4)) were running as expected. The ccc specialist remotely checked the heterogeneous module (hm) temperature on both instruments, which were within ranges. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse confirmed that accuracy and precision of qc and patient samples were within the expected ranges. The cause for the discordant, falsely low tni result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required MDR 2517506-2018-00034 was filed for the same issue.

Event description:
A discordant, falsely low cardiac troponin I (tni) result was obtained upon repeat on a patient sample on the dimension exl with lm instrument (s/n:(B)(4)). The discordant result was not reported to the physiciant(s). The initial result obtained on the original instrument, was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low tni result.

Manufacturer narrative:
The initial MDR 2517506-2018-00075 was filed on 05-feb-2018. Additional information (08-feb-2018): a siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that a value of 0.053 ng/ml was obtained for sample (B)(6) on s/n: (B)(4). The hsc specialist determined that instrument was performing within specifications with reagent lot ea8235. The survey material did not demonstrate the difference noted with the sample in question. The hsc specialist also determined that the clot check data of the sample in question showed typical pattern. Based on the data, the variation seen in the result is potentially related to the sample's viscosity. The cause of the discordant, falsely low tni results on one patient sample is unknown. Corrected information (08-feb-2018): based upon the information reviewed by the hsc specialist, the correct sample ID for patient 1 was (B)(6), and the value of 0.062 ng/ml and 0.044 ng/ml were obtained on s/n: (B)(4) and s/n (B)(4) respectively. MDR 2517506-2018-00034_s1 was filed for the same issue.